Event description:
Philips received a complaint on the avalon fm30 fetal monitor indicating that the device speaker was not working, even after changing speakers. A good faith effort was performed however it remains unclear if the device was in clinical usage at the time of the event. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.

Manufacturer narrative:
A philips remote service engineer (rse) discussed the issue with the customers biomedical team and determined an fse should evaluate the device. The fse visited the customer facility to evaluate the device and perform the repairs. The fse installed a new main board (av fm20-50 main board vers. 1 part number - 451261024961) and tested the speaker which was not working. The fse then replaced the recorder board (fm30 recorder adapter board - 451261011211) which did enable the speaker to produce sound and restore device functionality. Based on the information available and the testing conducted, the cause of the reported problem was a failed recorder board. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.